Event description:
The patient presented at the time of enrollment with locally advanced bile duct cancer (staging: t1 n1 m0) and was not undergoing adjunctive tumor reduction therapy. On the day of the procedure, the biliary stricture measured 1cm and was located in the common bile duct below the cystic duct no tortuosity of the common bile duct was noted. A 10 mm x 6 em evolution biliary stent fully covered was then placed at the intended location. Stent deployment was considered very easy. At the completion of the procedure the distal end of the stent crossed the papilla and there was visual confirmation of bile flow. Additional procedures included biliary brushing and biopsy prior to placement of the study stent. There was no pre or post stent dilation performed. On the day of procedure, the patient was diagnosed with pancreatitis. The treatment included hospitalization and antibiotic therapy.

Manufacturer narrative:
This device is currently not registered for sale in the us. However, this device is considered 'similar' to another metal biliary stent/set (evolution) device currently marketed in the us. A similar metal stent/set (evolution) device is currently marketed in the us under the following 510 (k) #: k121430. The complaint device was not available to be returned for evaluation as it remains implanted in the patient. With the information provided a document based investigation was carried out and is based on customer testimony. As per the instructions for use that accompanies this device "potential complications associated with ercp include but are not limited to pancreatitis". Prior to distribution, all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-fc-10-11-6-b device of lot number c897337 revealed no discrepancies that could have contributed to this complaint issue. The patient was hospitalized and received antibiotic therapy. As per information provided, the site noted that they were satisfied with the quality and performance of the study device. Complaints of this nature will continue to be monitored for potential emerging trends.